Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("parts of each essure® micro-insert remain on each side") and pelvic pain ("severe pelvic pain, pain") in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included unable to walk, infection bacterial, chlamydial infection, trichomonal vaginitis and yeast infection. Concomitant products included azithromycin (zithromax), clindamycin phosphate (clindesse), hydroxychloroquine phosphate (plaquenil), methotrexate, metronidazole (flagyl) and terconazole (zazole). On (B)(6) 2006, the patient had essure (ess205) inserted. On 1-jun-2006, 1 month after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and fatigue ("chronic fatigue"). In 2009, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On 1-jun-2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complicationin device removal"), back pain ("severe, lower back pain"), uterine pain ("severe uterine pain"), arthralgia ("severe hip pain, joint pain, knee pain, ankle pain, pain"), pruritus ("itching"), weight fluctuation ("weight fluctuations"), pain in extremity ("pain, leg pain"), myalgia ("pain, muscle"), abdominal pain ("pain, abdomen"), discomfort ("feeling of heaviness") and joint swelling ("swelling in ankles and knees"). The patient was treated with surgery (on 19-may-2016, plantiff underwent a bilateral salpingectomy, in which both fallopian tubes removed) and surgery (on 19-may-2016, plantiff underwent a bilateral salpingectomy, in which both fallopian tubes removed). Essure (ess205) was removed on 19-may-2016. At the time of the report, the device breakage, pelvic pain, complication of device removal, back pain, uterine pain, vaginal haemorrhage, arthralgia, pruritus, alopecia, weight fluctuation and rheumatoid arthritis had not resolved, the menorrhagia, allergy to metals, dysmenorrhoea, pain in extremity, myalgia and abdominal pain outcome was unknown and the fatigue, discomfort and joint swelling was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, complication of device removal, device breakage, discomfort, dysmenorrhoea, fatigue, joint swelling, menorrhagia, myalgia, pain in extremity, pelvic pain, pruritus, rheumatoid arthritis, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). Concerning the injuries in the case, the following ones were described in patient's medical records: alopecia, myalgia, joint pain, arthralgia most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received: new reporters, patient demographic information, product indication, onset and removal dates updated, treatment medications, new events menorrhagia, vaginal haemorrhage, allergy to metals, dysmenorrhea, pain in extremity, myalgia, abdominal pain, discomfort, joint swelling and device monitoring procedure not performed added. Outcome for the events fatigue, joint swelling and discomfort added as recovering / resolving and for event vaginal haemorrhage added as not recovered / not resolved. Concomitant and historical medication added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe, lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), device breakage ("parts of each essure® micro-insert remain on each side") and complication of device removal ("complication device removal"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, in which both fallopian tubes removed). At the time of the report, the pelvic pain, back pain, arthralgia, uterine pain, pruritus, alopecia, fatigue, weight fluctuation, rheumatoid arthritis, device breakage and complication of device removal had not resolved. The reporter considered alopecia, arthralgia, back pain, complication of device removal, device breakage, fatigue, pelvic pain, pruritus, rheumatoid arthritis, uterine pain and weight fluctuation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.